Manufacturer narrative:
Field service engineer (fse) went on site to repair the cracked lid. The device lid had a corner cracked. In addition, fse found the lid handle missing, vapor case broken, and printer paper roll spool missing. Fse replaced lid, vapor filter case, and lid handle. Equipment was repaired and verified according to other equipment manufacturer instructions. Software attributes were verified and confirmed. The covers of the oer-pro were not removed so an electrical safety check was not required. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer reported a second oer-pro (serial number (B)(4)) for cracked lid issue with event date of (B)(6) 2021. Medwatch for this second device is submitted with patient identifier (B)(6).

Event description:
As reported for this event by the customer, the device lid had a crack. There is no harm reported to any patient.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.